Event description:
Pt found unresponsive. Code blue initiated but unsuccessful. Oximetry monitoring device was noted to be powered off. Device was powered up and it immediately powered back off on its own. It is unclear if the equipment failed or if the battery had become depleted.